Event description:
64 years old undergoing ptca on 2/7/97. Balloon inflated 3 times. Balloon removed and new hi torque floppy used. Pt suffered air embolus to head and coronary artery from faulty ptca catheter. Pt was unable to speak, unable to grasp with right hand. 100% oxygen applied, pulse ox 99%. 30 minutes after, pt was moving right arm and speaking appropriately.